Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. Ifsn 382-01-mon-009 will be issued to affected customers - scheduled for release jan-2017. This problem will be resolved in patches to the following (B)(6)releases (scheduled for release jun-2017) : 5.10, 5.11, 5.30.00 ((B)(6) sites only).

Event description:
The customer reported that a patient has received the first fraction of the treatment before realising that the wrong dose was calculated in (B)(6). Based on the available information there has been an actual mistreatment, however the severity did not lead to serious clinical outcome.